Event description:
It was reported that a patient underwent a prostate procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke inside the bladder wall, the needle was fully retrieved. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot number? Was the needle piece retrieved during the same procedure? How was the needle piece retrieved? Was additional dissection required in other organs/tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece?